Manufacturer narrative:
A ge service rep performed an on-site investigation. The x-ray tube was recalibrated and the high voltage terminals were regreased, the system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed a "connection problem, press on the emergency stop" error message. The error was unable to be bypassed and the system was unable to perform fluoroscopy x-ray. There is no report of pt injury.